Manufacturer narrative:
After multiple attempts, there has been no further info provided as to the amount of blood loss to the pt from the initial reporter. There is no indication that there was any serious injuries to the pt but insufficient info cannot rule out the possibility at this time, therefore, a serious injury and malfunction MDR will be filed. The plant investigation is currently on-going. A supplemental report will be submitted at the conclusion.

Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The complainant stated that the pt is fine, had no adverse effects from the dialyzer blood leak and no medical intervention was required. The estimated blood is unknown. Sample is not available.